Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the pacing lead, the physician opened the lead box and found that one of the tines of the lead was kinked. The physician decided not to use the lead and was replaced. No patient complications have been reported as a result of this event.